Event description:
This device was returned in response to a field corrective action(fca). The fca addressed the incorporation of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on may 13, 2009. During pre-testing of the returned device, it was discovered that the device "had an oil leak around the shift lever and had an outdated hose". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The customer did not allege a malfunction, however, it was discovered that the device did not meet manufacturing specifications and the device had an oil leak. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).